Event description:
It was reported, that investigation and logs returned. Unknown if patient involvement or injury occurred.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No causes or potential causes of the customer's reported problem were found, during the review of service and repair records. Visual and functional tests were performed. The sample received consists of one (1) cassette product. Visual inspection found the tamper seal was all intact. The event history log (ehl) showed pump turned off, pump turned on, power down. And upstream occlusion detected and high-pressure alarms message. Functional test performed and the device passed. The reported issue was not confirmed. The cause of the reported issue was not determined, and the root cause is unknown. D5 and e4 were unknown.